Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error was not reproduced and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Related patient identifier: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The hf unit "esg-400", exhibited error code e136. There were no reports of patient involvement.